Event description:
It was reported a patient underwent a total knee procedure on (B)(6) 2025 and topical skin adhesive was used. Patient had allergic contact dermatitis. Blistering erythematous rash directly over the incision. Patient report associated burning, itching symptoms and drainage. Treatment includes topical steroids, +/- oral antibiotics. Highly distressing for patient. Additional information has been requested.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What issues were you having with dermabond?" Allergic contact dermatitis. Blistering erythematous rash directly over the incision. Patients report associated burning, itching symptoms and drainage. Increased calls/messages to the office or in-office visits. Treatment includes topical steroids, +/- oral antibiotics. Highly distressing for patients. The following slides are real examples from our patients who developed allergic contact dermatitis from dermabond following tja in the past 6-8 months. Patient 7- (B)(6) 2025 total knee procedure ((B)(4)). Photo 9 / slide 10. Mrn: (B)(4). R tka conversion ((B)(6) 2025). Dermabond/steri strips utilized for closure. Went on to develop sepsis and r tka pji. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What date /day post op was the reaction noted? When was the dermabond product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information provided: using dermabond with steristrips and dressing with aquacel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.